Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The device was requested back for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system alarmed after it returned from repair. This issue was identified by a livanova field service representative during installation of the device. There was no patient involvement.

Manufacturer narrative:
The s5 gas blender system was returned to livanova deutschland for further investigation. During the evaluation no device malfunction could be determined. The device worked according the specification. Livanova could reproduce the reported issue only by using incorrect settings. The analysis of the provided video would not allow the identification of a specific user technique. Based on the above, the specific root cause of the issue remains unknown.

Event description:
See initial.